Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h10 an issue evaluation was initiated to further evaluate debris in the sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple reports were submitted along with this report 0001822565-2021-00837. Visual review of the returned pouches show (2) pouches from the case with debris. Pouch one shows dark fiber in the seal. Pouch was open and fiber was noted to be embedded in the seal. Second affected pouch shows multiple brown spots inside the sealed pouch. Seal was opened to inspect and spots were noted on the clear plastic. Spots were not embedded. The debris was found to be non-conforming to inspection criteria complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was crease on the sterile seal and debris in sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.